Event description:
A malfunction was reported on the pump by the customer. There was no information provided regarding an adverse impact on the customer's blood glucose level. Technical support assisted the customer with resetting the pump, and after the reset, the malfunction code did not recur. The customer was advised to continue using the pump and to contact support if the issue arises again.